Event description:
It was reported, during an implant procedure, when the device was connected, high pacing impedance, high defibrillation impedance and an increased threshold was observed. The device was disconnected and cleaned. When attempting to reconnect the device it was observed the set screw was stripped. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of stripped set screw was confirmed. The reported event of high pacing impedance, high defibrillation impedance and inadequate capture was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed damaged rv septum and septum material in setscrew, consistent with occurring during procedure. Septum material in the hex cavity caused an improper header connection, resulting in high impedance and capture failure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.